Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that during a bolus it was clicking. The battery life was diminished. Blood glucose was unknown at time of incident. No further details was given. Device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The off no power alarm functions properly during testing. No unexpected low battery alarm noted. Programmed and delivered multiple test boluses. No unexpected motor clicking noise anomaly noted during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).